Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the consumer is saying they are unable to adjust the speed and the speed lights on the joystick are not lighting up.